Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients remote monitor and diagnostic implantable cardiac monitor are experiencing intermittent telemetry and the daily wireless audits are not sending. It was discovered that the patient also utilizes a lifevest wearable defibrillator. The lifevest may be interfering with the telemetry of the icm and the patient needs to be very close to the remote monitor in order for the telemetry to be successful. The device and monitor remain in use. No patient complications have been reported as a result of this event.